Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. Thermal damage on the yaw pulley was identified during central processing. When the instrument was used during the last procedure, the customer did not observe any issue with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. There was charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. In addition, the instrument was found to have charring and localized melting at the grip bases between the grips. The instrument was placed and driven on an in-house system and passed the recognition, engagement, energy delivery and the electrical continuity tests. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the customer found thermal damage on the yaw pulley cover of the maryland bipolar forceps instrument. There was no report of patient involvement.